Event description:
Two coils were used in an aneurysm coiling treatment procedure. It was reported that post procedure, the coils migrated out of the aneurysm into the distal of the parent vessel. No pt injury reported.

Manufacturer narrative:
The devices will not be returned for evaluation as they were implanted in the pt. Model numbers and lot numbers of coils involved: qc-2-3-helix - lot - 6895718 - dom - 11/20/2008 - exp - 11/1/2011.